Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis, gore® excluder® conformable aaa endoprostheis, and gore® molding & occlusion balloon (mob). On the right side, the distal contralateral leg endoprosthesis was implanted in the right common iliac artery. Angiography after all planned stent grafts placement showed a distal type I endoleak from the right side. The mob was used to touch-up the leak site, but the leak persisted. It was also observed that the right common iliac artery (near the distal end of the contralateral leg endoprosthesis) was injured during the tough-up. As a treatment, the right internal iliac artery was coil embolized and an additional stent graft was implanted extending to the right external iliac artery. Vitals were reported to be stable throughout. During the procedure, a type ii endoleak from the lumbar artery was also noted, but the type ii endoleak was decided to be monitor and the procedure was completed. The physician reportedly stated as follows: the ballooning had been too strong.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: per the gore® molding & occlusion balloon instructions for use (IFU), possible adverse events and complications that may occur with the use of this product and which may require intervention include, but are not limited to: trauma to the vessel wall, including spasm, dissection, perforation, or rupture w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.